Event description:
It was reported that after swimming, the patient, implanted in 2000, heard only a humming sound, like a car engine, but no sounds from the audio processor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.